Event description:
The new right motor is jerky and loud and the jerking motion is making the chair difficult to control.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The new right motor is jerky and loud and the jer king motion is making the chair difficult to control.